Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 11 months. A root cause for the patient¿s ischemic stroke and a correlation to the device could not be determined through this evaluation. The instructions for use lists stroke as a potential adverse event that may be associated with use of the left ventricular assist system. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. The patient remained ongoing on vad support until receiving a pump exchange on (B)(6) 2015 for hemolysis and thrombus. The pump exchange and device evaluation were reported under medwatch MFR report# 2916596-2015-01767. In summary, evaluation of the returned device found a laminated thrombus formation surrounding the inlet stator bearing cup. Additionally, a flat, non-laminated, tissue-like deposition was situated over one of the rotor blades. Please refer to medwatch MFR report# 2916596-2015-01767 for the full device evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 for an acute ischemic cerebrovascular accident (cva) affecting the right side basal ganglia and caudate areas. The patient reportedly exhibited left hemiparesis. It was reported that the vad team believes the stroke was lvad related. The patient's international normalized ratio (inr) on admission was reported as 1.5. The patient was treated with a heparin infusion and was discharged at an unspecified time later with an inr of 2.5.

Manufacturer narrative:
It was noted that the conclusion codes were inadvertently omitted from the initial medwatch report. Please refer to medwatch MFR report# 2916596-2015-01767 for the full device evaluation or the returned device, including the investigation codes.